Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt (B)(6) lost stimulation. A diagnostic test revealed impedance measurements were within specifications. An x-ray was also performed; however, no visual anomalies were observed. The pt denies experiencing any falls or trauma which may have attributed to this issue. Surgical intervention was undertaken to address this issue. Intraoperative testing of the lead found invalid impedance measurements and further visual analysis revealed a break in the lead at the anchor site. As such, the lead was replaced. Effective stimulation was recaptured for the pt following the procedure. The explanted lead was discarded by the medical facility.